Manufacturer narrative:
No devices were returned to medtronic for analysis. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar l3 <(>&<)> l4 fusion procedure. It was reported that there was an inaccuracy. The site was using the perc pin reference frame and the local representative (cs) thought that the teeth may not have been engaged properly when the site did the initial spin, and then when they were in navigate that the frame was bumped and the teeth set into place, causing them to be inaccurate. When they checked the confirmation spin they saw that the right screws on l3 and l4 were inaccurate. One was too superior and one was too inferior. They had not placed screws on the left yet. The site took the two screws out, did another spin, and placed all four screws again without issue. A final confirmation spin showed everything in the proper place. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information found that the resolution was reached in the second spin. It was accurate and screws were placed successfully. Additional information was received. It was reported that there was a 3-4mm inaccuracy and no unused spins.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: additional review indicated codes d16, b21, and c21 are no longer applicable to the event. Codes b17 and c20 apply to the system and codes b01 and c19 apply to the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.